Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set cannula was bent at arm and had high blood glucose levels on (B)(6) 2026, corrected via manual injection and the length of infusion set was use in one day.